Event description:
This rv lead was implanted on (B)(6)2001 and remains implanted at this time. A call was placed to technical services on (B)(6)2017 stating that this lead has been exhibiting varying shock impedance measurements ranging from 20 ohms to greater than 200 ohms. A revision procedure was performed and damage to the adapter was revealed. The physician was dr. (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).